Event description:
It was reported that after a spinal surgery, screw breakage occurred. Pt had previously been treated with pathfinder instrumentation at l4-l5-s1 and unspecified interbody peek cages. The construct was "many years" old. The construct was being removed due to two broken 6.5 mm screws at s1. It was noted that the pt might not have been fused. However review of the films demonstrate solid fusion at the treated segments. Only the heads of the broken screws were removed. The remaining segments were left in the bone. While attempting to remove an intact screw, it was damaged at the driver interface and was left in the pt along with the two broken screws. The remainder of the instrumentation was successfully removed and no additional instrumentation was added.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is related to pt condition. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.